Event description:
It was reported that patient underwent im tibial nail procedure on (B)(6) 2013. During the procedure, the surgeon experienced problems opening the patient's canal due to bone remolding from the patient previous fracture that had closed the canal. The surgeon first used the pseudarthrosis straight pin, then the curved pin in an attempt to open the canal. The curved pin was impacted and became lodged. The surgeon attempted to remove the pin by impacting backward using a t-handle chuck. After about 5 mins the tip of the pin broke off and remained in the canal. The surgeon opened the patient at the fracture site, and performed a minimal osteotomy and remove the tip. This caused over a 30 minute delay in the procedure. The rest of the case went smoothly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.